Manufacturer narrative:
The subject device was returned to the olympus local service department. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the lamp socket of the subject device was broken due to aging degradation of the lamp socket of the subject device for a long period of use.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair requested by the user at the olympus local service department, it was found that the examination lamp of the subject device was not lit up since the lamp socket of the subject device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.